Event description:
While ablating left side of pelvis, surgeon noticed that a burn had appeared on the uterus which was directly opposite to where he was working. When the instrument was removed and inspected part of the insulating sheath of the mini endocut disposable scissors tip had appeared to have burnt off. On initial inspection of both the renew IV handpiece and mini endocut scissors tip had appeared to be visibly intact.